Event description:
After the firing two plcr60b, it was noted that one - three unformed staples were intermittently stuck in the cartridge. No surgical intervention was required. The patient is fine.

Manufacturer narrative:
The reload was returned and evaluated. The tissue bumps were damaged, which indicates that the reload was not loaded properly by the user.